Manufacturer narrative:
Unit was repaired by a third party bio-med.

Event description:
The customer reported the ventilator shut down with 1014 error code. The customer reported there was no patient harm. The customer also reported that the time and dates loses every time when the vent was turned off. The customer support engineer advised the customer to try the battery on the power supply and if that does not work to try the cpu and vga board to correct the time issue. The cse advised the customer that the 1014 could be the power supply, the bmc, the main board, or the main power switch. The manufacture service tech contacted the customer to follow-up with the reported issue and the customer responded that the unit was repaired by a third party bio-med and the unit is operational and back in service. No further information provided by this customer.